Event description:
While attempting to defibrillate a patient (age & gender unknown) the clinician observed an arc coming from the wire of the electrode. Clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.